Event description:
The pump was returned for investigation. Investigation revealed a dim display issue and keypad damage and key contact contamination issues. This report is made based on results of the investigation performed on 12/18/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The keypad was found to be peeling at the ok button. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under all button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).